Event description:
On 19-apr-24, veryan received information via a representative of their dutch distributor (scovas medical b.v.). This representative was present at a procedure on (B)(6) 2024. The procedure involved implantation of a 6.0 x 60 mm biomimics 3d (bm3d) stent. It was reported that the vessel was "not very damaged" but percutaneous transluminal angioplasty (pta) was not enough and the physician decided to place bm3d in the superficial femoral artery (sfa). It was reported that the physician found the system very easy to use and placed the stent very accurately. The physician noted that the stent required slight retraction after the initiation of the deployment but this was clearly visible using the fluoroscopic guidance. It was reported that the device "worked perfectly" and the physician did not report any issues with the device. It was reported that even though there was no gap between the nosecone and catheter, there was room for it to move a little, despite the valve being firmly closed. After noticing this, there was a very small tear reported in the black tip of the catheter. This is believed to relate to the distal radiopaque marker band of the outer braid component. There was no impact to the patient. The physician does not believe this incident was related to the device.

Manufacturer narrative:
The investigation is in progress. The site have provided images for review. The site have confirmed the delivery system will not be returned.

Event description:
On 19-apr-24, veryan received information via a representative of their dutch distributor ((B)(4)). This representative was present at a procedure on (B)(6) 2024. The procedure involved implantation of a 6.0 x 60 mm biomimics 3d (bm3d) stent. It was reported that the vessel was "not very damaged" but percutaneous transluminal angioplasty (pta) was not enough and the physician decided to place the bm3d in the superficial femoral artery (sfa). An antegrade approach was used. It was reported that even though there was no gap between the nosecone and catheter, there was room for it to move a little, despite the valve being firmly closed. After noticing this, there was a very small split/tear reported in the distal radiopaque marker band of the outer catheter. The split was noted during the device preparation. It was reported that the device "worked perfectly" and the physician did not report any issues with the device. The device was reported as not having been subjected to any additional handling after removal from the patient. The device has not been kept by the site and therefore was not made available to veryan for further investigation. The investigation was completed. There was no impact to the patient. The physician does not believe this incident was related to the device.

Manufacturer narrative:
A detailed review of all the lot history records pertaining to the relevant stent and delivery system lot showed no issues that were deemed related to the complaint investigation. There were two images provided to the investigation for review. These showed the complaint stent post-deployment. The first showed a dye-flush and blood flow through the sfa and the second displayed the complaint stent. These confirmed the successful deployment of the stent as reported in the initial information. The complaint device was not returned for evaluation so it was not possible to evaluate the split reported. In order to gain further clarity on the nature of the radiopaque marker split a call with the scovas representative was held where a reference image was used to help gain an understanding of the reported split observed during the procedure. The scovas representative indicated that the split observed in the complaint device prior to its use was not as prominent as the split shown in the reference image and it was only visible following a slight retraction of the tip. Based on this feedback, veryan concluded the device was within its design specifications. The absence of a complaint device for evaluation meant that a definitive root cause could not be determined. The bm3d device receives a 100% inspection of the radiopaque marker prior to lot release. This inspection includes reject criteria of flared edges, exposed wires, delamination of the material, scratches, wrinkles, divots, and any other radiopaque marker damage. The complaint was categorised as a "split radiopaque marker" with a cause category of "unknown" assigned. The reported complaint was related to a deficiency of the device. A failure mode of "split radiopaque marker" without any splaying or particulate generation does not lead to serious outcomes, therefore this event was considered to not meet the criteria of a MDR reportable event following completion of the investigation. Section b.5. Was updated, section g.6. And h.2. Were updated to reflect the type of report (follow-up 02) and the reason and section h.11. Was updated to reflect the conclusions of the investigation and the sections of this report that have changed.

Manufacturer narrative:
The investigation is in progress. The site have provided images for review. The site have confirmed the delivery system will not be returned. Section b.5. Has been updated with the additional information received. Sections g.6. And h.2. Have been updated to reflect the type of report (follow-up 01) and the reason and section h.11. Has been updated to reflect the sections of this report that have changed.

Event description:
On (B)(6), veryan received information via a representative of their dutch distributor (scovas medical b.v.). This representative was present at a procedure on (B)(6). The procedure involved implantation of a 6.0 x 60 mm biomimics 3d (bm3d) stent. It was reported that the vessel was "not very damaged" but percutaneous transluminal angioplasty (pta) was not enough and the physician decided to place the bm3d in the superficial femoral artery (sfa). It was reported that even though there was no gap between the nosecone and catheter, there was room for it to move a little, despite the valve being firmly closed. After noticing this, there was a very small tear reported in the distal radiopaque marker band of the outer catheter. It was reported that the tear was a small splay but everything stayed in place. The tear was noted during the device preparation. It was also reported that the physician retracted the tip of the device into the outer braid during preparation but not with force. An antegrade approach was used. There was no difficulty noted by the physician during advancement of the device to the target site. There was no calcification or occlusion reported in the patient anatomy/target site. There was no notable tortuosity and/or a tight aortic bifurcation in the patient anatomy. It was reported that the physician found the system very easy to use and placed the stent very accurately. The physician noted that the stent required slight retraction after the initiation of the deployment but this was clearly visible using the fluoroscopic guidance. It was reported that the device "worked perfectly" and the physician did not report any issues with the device. The device was reported as not having been subjected to any additional handling after removal from the patient. The device has not been kept by the site and therefore will not be made available to veryan for further investigation. There are some photos available which have been provided to veryan. There was no impact to the patient. The physician does not believe this incident was related to the device.